Event description:
The surgeon reported that while inserting the introducer he felt the needle hit something but felt it was not a vessel. The needle was not observed to exit the pelvis, however it was observed as exiting out of the mons pubis. A general surgeon was called, who assisted with hemostasis. The procedure was aborted. The surgeon reported that the cause of this event was that his hand was not positioned correctly to ensure guidance of the needle. There were no further consequences to the pt.